Event description:
It was reported in a service report the fowler and gatch motors were leaking from the gasket area. It is unk if there is pt involvement or adverse consequences reported.

Manufacturer narrative:
Gatch and fowler.